Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted, there was blood/body fluid (not obstructed) on the proximal conductor, and there was a breached cut on the outer insulation. There was still tissue inside the helix and, once removed, the helix functioned within specification.

Event description:
It was reported that a right ventricular lead implantation was attempted, but not successful because the helix on the lead would not retract upon repositioning. The lead was removed and replaced. It was further noted that at a post explant examination, tissue was found in the helix. The tissue was removed, but the helix still would not retract. No patient complications were reported as a result of this event.